Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua02 (compression tracking error) and a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. There were no reports of any patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.